Manufacturer narrative:
Additional information received from the customer stated they do not re-use tips, and no system messages displayed during the event. The company rep tested the console and handpiece, and found them to meet specifications, although the fragmentation tip was occluded. The facility wanted to keep the handpiece. There were no samples returned for evaluation. There is insufficient information to replicate or confirm the reported event, so the root cause is unk at this time. It is not possible to state whether the occluded tip is the cause of the scleral burn.

Event description:
The nurse reported a scleral burn occurred during lensectomy with the fragmatome handpiece. The surgeon stated the first handpiece handle was hot during the test mode, and he did not want to use it. The nurse provided him with a different fragmatome handpiece and it passed test. The surgeon noticed a small circular scleral burn when he removed the handpiece from the eye. The surgeon changed to another handpiece to complete the case as planned. The nurse stated she did not think the surgeon used any additional sutures for closure.